Event description:
Report relates to similar product, advers event took place outside u.s, within canada. On august 19, 2025, the manufacturer became aware that pocketecg IV, type p4tr-ca-ads device had caught on fire during the patient examination. Patient was scheduled for a 2 day holter on (B)(6) 2025 at 11:30 am. At approximately 4:00 pm on friday (B)(6) 2025, patient was standing in his home and heard an eruption sound. The patient reported that he saw sparks and flames coming from under his shirt and then realized that it was the holter that had caught on fire. During normal use of the product, it spontaneously ignited, most likely caused by the power battery, type p4ba-ab-uni. Patient denied any physician skin burns on his body. However, confirmed sensitive pain to the areas effected but after a few days he confirmed that no longer felt the burning sensation on his skin. Based on the investigation and objective evidence, no manufacturing or design defect was identified in the device or its components. The analysis was based on objective evidence, process review, and contributing factors, ensuring traceability and compliance with applicable quality system standards. Although a single definitive root cause could not be conclusively determined, the investigation identified that the battery involved had exceeded its recommended service life of 2 years from the date of manufacture, as specified in the IFU for professional users. This condition increases the risk of battery overheating and potential swelling or explosion, as the capacity and performance of the pocketecg li-ion battery naturally degrade over time with normal use. The most probable root cause of the reported nonconformity is improper maintenance and handling by the customer, resulting from use of the battery beyond the recommended service life of 2 years, contrary to the instructions for use (IFU). Batteries used beyond the specified service period may exhibit reduced performance and increased internal resistance, which can lead to overheating or swelling under certain conditions.

Manufacturer narrative:
The company has taken this opportunity to remind all customers to inspect the batteries periodically, paying particular attention to battery lifetime and the number of charging cycles. Proper inspection helps ensure the device functions as intended and safeguards patient safety. In addition, the company has updated the pocketecg IV with expanded information on how to check the number of charge cycles of the li-ion batteries.